Event description:
It was reported that the system stored untreated episodes due to oversensing of myopotential noise. There was some undersensing of the patient's atrial fibrillation due to a decrease in the intrinsic amplitudes. Technical services reviewed and discussed some options. The doctor has performed an electrode revision using a three-incision technique. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of myopotential noise. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects. It was reported that the system stored untreated episodes due to oversensing of myopotential noise. There was some undersensing of the patient's atrial fibrillation due to a decrease in the intrinsic amplitudes. Technical services reviewed and discussed some options. The doctor has performed an electrode revision using a three-incision technique. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of myopotential noise. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects. It was reported that the system stored untreated episodes due to oversensing of myopotential noise. There was some undersensing of the patient's atrial fibrillation due to a decrease in the intrinsic amplitudes. Technical services reviewed and discussed some options. The doctor has performed an electrode revision using a three-incision technique. There were no additional adverse patient effects. The system remains implanted.